Event description:
It was reported that during a pulse field ablation procedure the farawave 31 mm - us was selected for use, on back table the catheter was almost fully undeployed but looked like it might give us issues as it was still slightly in basket. During case we had to recapture it to break it down to a smaller basket, and upon removal it would not fully breakdown and was challenging for the physician to recapture in the sheath, the inability to break fully down out of basket was then confirmed outside of the body. Case was completed with original catheter although it had to be forced back into the sheath at the end as it would not fully undeployed. Procedure was completed successfully without patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device had some resistance when deployed to basket and flower position. However, the catheter was not able to undeployed when moving the slider switch back to its original position. The catheter was dissected for further inspection. It was observed that there was an accumulation of corrugated below in the distal section of the catheter tip, constricting the guidewire lumen. A guidewire was successfully withdrawn through the catheter. Boston scientific was able to confirm the undeployment issue but was unable to confirm the difficult to withdraw allegation.

Event description:
It was reported that during a pulse field ablation procedure the farawave 31 mm - us was selected for use, on back table the catheter was almost fully undeployed but looked like it might give us issues as it was still slightly in basket. During case we had to recapture it to break it down to a smaller basket, and upon removal it would not fully breakdown and was challenging for the physician to recapture in the sheath, the inability to break fully down out of basket was then confirmed outside of the body. Case was completed with original catheter although it had to be forced back into the sheath at the end as it would not fully undeploy. Procedure was completed successfully without patient complications. The device was received for analysis.